Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A field service engineer verified that the network was offline and confirmed ethernet cable was functional and disabled the firewall and got device back online. Fse found half height drawer 5.1 open/close sensor was not recognizing and replaced it and rebooted. Ran firmware and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was on disconnected mode and went offline in remote smart service. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.